Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) units screen would not turn on and makes a noise. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the power cord reel and the cable coil cord to resolve the issue. Unrelated to the complaint the fse observed the hinges need to be replaced. The unit has been repaired and returned to clinical use.